Event description:
It was reported that the patient's system was autoreducing. It was noted that the patient's l1 lead had high impedances and x-ray revealed lead fracture. No intervention is planned for now/

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the lead was explanted and replaced. Effective therapy was restored.